Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed an atrial impedance out of range alert. The health care professional (hcp) requested a review of the recent data stored. Upon review, it was noted that the crt-d exhibited high out-of-range impedance measurements. Additionally, it was determined that the noise and the oversensing on the right atrial (ra) channel was related to the minute ventilation (mv) feature, which resulted in inappropriate atrial tachycardia response (atr) episodes. Troubleshooting options were discussed and bringing the patient for further evaluation was recommended. The product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed an atrial impedance out of range alert. The health care professional (hcp) requested a review of the recent data stored. Upon review, it was noted that the crt-d exhibited high out-of-range impedance measurements. Additionally, it was determined that the noise and the oversensing on the right atrial (ra) channel was related to the minute ventilation (mv) feature, which resulted in inappropriate atrial tachycardia response (atr) episodes. Troubleshooting options were discussed and bringing the patient for further evaluation was recommended. A revision procedure was performed and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed an atrial impedance out of range alert. The health care professional (hcp) requested a review of the recent data stored. Upon review, it was noted that the crt-d exhibited high out-of-range impedance measurements. Additionally, it was determined that the noise and the oversensing on the right atrial (ra) channel was related to the minute ventilation (mv) feature, which resulted in inappropriate atrial tachycardia response (atr) episodes. Troubleshooting options were discussed and bringing the patient for further evaluation was recommended. The product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.